Manufacturer narrative:
Aspen surgical received a report from the end user indicating that a blade broke during a procedure. No adverse effect to the patient was noted. No sample or photographic evidence was available for evaluation. A manufacturing lot number was not provided for review. Customer reported that the surgical blade broke when attempting to remove the blade from the handle. A review of the device history record could not be completed due to no lot number provided. The most probable root cause could have been during the stamping or grinding process. Packaging process has established controls to mitigate broken or cracked blade condition, including a "medio" blade sensor that inspects 100% of packed pouches liner level prior to aluminum foil packaging. Also, excessive force applied by end user could also cause blade to break. The following controls are in-place to mitigate "broken blade" condition at aspen surgical las piedras site: heat treatment in-process at the beginning and end of each lot are inspected for dimension integrity using a pin gauge, flatness gauge and perforation length gauge, ductility test, and hardness test. Heat treatment quality inspections at the beginning and end of each lot are inspected for dimension integrity using a pin gauge, flatness gauge and perforation length gauge, ductility test, and hardness test. Based on this information, no further action is required.

Event description:
Aspen surgical received a report indicating that a blade broke during a procedure. No adverse effect to the patient was reported. Item was in use at the end user. This report was filed in our complaint handling system as complaint (B)(4).